Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section e1: telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after intraocular lens (iol) implantation, the patient was dissatisfied with his vision in the left eye (os), reports of halos and glare. It is unknown if the symptoms affected patient's daily life activities. The information from customer indicates the lens was explanted in a secondary surgical procedure. There was no vitrectomy performed and no medication outside of standard care was prescribed. It is unknown if incision enlargement or sutures required and if there was a delay in procedure. Status of patient is unknown. No further information was provided.